Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed as a sample was not available for evaluation. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the arteriotomy locator and mated carrier tube, and the hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear locked position. The shaft of the mated carrier tube and hemostasis sheath was found to have been cut below the hub of the assembly. The tamper tube was found to have been intact and had also been cut through. The anchor and collagen were not returned with the device. For further inspection, the hub of the carrier tube was subsequently opened to inspect the spool of the suture. The suture was found to have been intact and had not been deployed. Functional testing was performed by attempting to deploy the spool of the suture, and the component was able to be fully deployed successfully. No issue with the component was identified. The complaint can be confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to be temporary obstruction for the unspooling of the suture. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Occupation: requested, not provided. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after locating the arteriotomy and setting the anchor correctly, the operator attempted to deploy the angio-seal device involved. Upon deployment, the device became stuck and would no longer pull back. The operator then cut the sheath distal to the valve and controlled the suture with hemostats. The access site was successfully closed, the tamper tube was removed, and suture was trimmed at skin level. The patient was in stable condition and successfully sealed. The procedure outcome was positive. There was no patient injury/medical or surgical intervention required.

Event description:
Additional information was received on (B)(6) 2023: the procedure performed was a left heart catheterization. The sheath size used was 5 french. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to sections a2, a4, a5, a6, and b5.